Event description:
The trilogy 100 ventilator was returned and evaluated by the manufacturer's service center. The device failed repair testing for "nurse call" and "monitor pressure verify". The circuit board needs to be replaced to address failures.